Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger was resetting. Upon evaluation, the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the defective oscillator. The root cause of the defective oscillator cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was not properly charging the battery packs.